Event description:
Related manufacturing report number: 2017865-2024-71183. It was reported via voluntary medsun that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right atrial (ra) leadless pacemaker (lp) exhibited premature separation from the delivery catheter after inserting into the patient's body. The ralp then became very mobile in the ra. The ralp was successfully retrieved and removed without a replacement on (B)(6) 2024. Patient condition was stable throughout.